Event description:
It was reported to boston scientific corporation that an interject injection therapy needle catheter device was used an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2009. According to the complainant, during the procedure as the needle was being advanced into the pt to inject epinephrine to stop a bleed within the bile duct, the needle punctured the black outer sheath. The needle was then protruding out of the sheath and was not able to be retracted back into the sheath. The physician pulled then pulled the needle back through the scope. An injection gold probe was used to stop the bleed. However, the malfunction of the needle caused a five minute delay in the procedure which the physician felt, this was significant delay since the pt was actively bleeding. During the delay, the pt was sedated and was being monitored and noted to have stable vitals. No damage was noted to the device during testing prior to the procedure. The pt's condition following the conclusion of the procedure was satisfactory.

Manufacturer narrative:
Visual examination of the returned device revealed the working length was kinked in multiple places. The evaluation also found that the needle had punctured through the outer sheath. The puncture tear was found to be 1cm from the distal end of the outer sheath. The tear was jagged and approximately 2mm long from the location of where the needle had exited the sheath. Functional evaluation found that the inner hub could not be retracted to allow the needle to be pulled back into the outer sheath. The condition of the returned device was consistent with the complaint incident that the needle punctured the sheath. It is most likely that the distal end of the device was bent slightly due to placement inside the pt, when the needle was extended causing the needle to bend inside the outer extrusion and puncture through it. Therefore, the most probably cause is operational context. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no add'l complaints reported for this lot. A labeling review was conducted; no issue was noted.